Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable electrode experienced fracture, due to this, noise and oversensing was observed. X-rays confirmed the presence of the fracture. The patient was hospitalized and the therapy was disabled. Eventually an electrode revision was performed, and it was explanted and replaced. This electrode is expected to be returned for analysis. No further adverse patient effects were reported.